Event description:
Boston scientific received information that this caller had questions regarding the use of jets her in mother's tub in regards to how it would affect her mother's implantable congestive heart failure (chf) generator. The caller stated that she had used a handheld massager on the patient in 2006 or 2007 and the patient passed out.

Manufacturer narrative:
A boston scientific technical services consultant explained small motor distance from device is suggested to be about twelve inches. The consultant discussed electromagnetic interference (emi) which can occur. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.